Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 600 mg/dl. She experienced difficulty breathing and treated with manual injection. The drive support cap appeared normal and recessed. Insulin did exit with a manual prime and no leaks or air bubbles wer observed. The time and date were correct and the basal rates were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.